Event description:
The pt was revised due to implant wear. Osteolysis was noted.

Manufacturer narrative:
No products or patient x-rays were available for investigation and that: the implant wear occurred due to age deterioration. It was noted that these products had been implanted for over 15 years. Complaint review identified that in the absence of product and further information, an investigation could not be completed. Review of product lot fcw-11 manufacturing records identified that product lot fcw-11 actually references a 1200 series duraloc shell product 54mm o/d and not a hylamer liner product as referenced as on etq. Review of head product lot ccd-13 manufacturing records identified no anomalies. The root cause is indeterminable. There are many contributory factors that can affect wear rates such as: - patient activity, surgical implantation technique, patient suitability, shelf life at time of implantation, suitability of mating components, method of sterilization etc. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.